Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert resulting in a pump shutdown. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using a different charging cable and wall adapter. A replacement cable and wall adapter was sent to customer. Customer¿s blood glucose ranged from 54-300 mg/dl.